Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large. Reportedly, the customer unintentionally entered a value of 15 units of insulin instead of 15 grams, and stopped the bolus delivery after noticing the error. Additionally, the customer reported that the customer was attempting to enter a value of 30 grams and accidentally overrode to 15 units. The customer reported blood glucose (bg) level was stable. Additionally, the customer reported having high sugar juice available for treatment of bg levels decreased. The customer acknowledged user error and declined follow-up call, and was recommended to consult with health care provider regarding diabetes management.